Manufacturer narrative:
This case was initially received via regulatory authority (noma, reference number: (B)(4) ) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in a 47-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4, asthma, fibromyalgia and arthrosis. Current condition: good general condition. No fixed medications. Concurrent conditions included pollen allergy, nickel sensitivity and non-smoker. In 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), pain ("troubled by pain in the body"), menstruation irregular ("irregular bleeding (menstrual)"), abdominal distension ("bloating"), polyarthritis ("inflammation in several joints, shoulder radiating down hips, pelvis and thighs, sore knees") with arthralgia, ovarian cyst ("ovarian cysts"), fatigue ("generally exhausted"), alopecia ("hair loss"), fibromyalgia ("fibromyalgia"), musculoskeletal stiffness ("stiffness"), paraesthesia ("pins-and-needles in arms"), hypoaesthesia ("numbness in arms"), memory impairment ("forgetfulness"), cognitive disorder ("cognitive deficits"), disturbance in attention ("difficulty concentrating"), insomnia ("difficulty sleeping") and confusional state ("became so confused") and was found to have weight increased ("inexplicable weight gain"). The patient was treated with levonorgestrel (mirena) and surgery (scheduled). At the time of the report, the dysmenorrhoea, pain, abdominal distension, polyarthritis, weight increased, fibromyalgia, musculoskeletal stiffness, paraesthesia, hypoaesthesia, cognitive disorder and confusional state outcome was unknown and the menstruation irregular, fatigue, memory impairment and disturbance in attention had not resolved. The reporter considered abdominal distension, alopecia, cognitive disorder, confusional state, disturbance in attention, dysmenorrhoea, fatigue, fibromyalgia, hypoaesthesia, insomnia, memory impairment, menstruation irregular, musculoskeletal stiffness, ovarian cyst, pain, paraesthesia, polyarthritis and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure removal was scheduled later in 2020. Case was also reported in laypress. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Blood pressure measurement - in 2020: 138/88. Gynaecological examination - in 2020: vagina vault prolapse unremarkable. Uterus palpated and is anteflexed, freely movable, non-tender, free adnexa. Ultrasound scan - in 2020: normal size, anteflexed uterus with mirena in place and essure device in the correct position. Normal ovaries. No free fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (noma, reference number: (B)(4)) on 24-sep-2020. The most recent information was received on 22-sep-2020. This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in a 47-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4, asthma, fibromyalgia and arthrosis. Current condition: good general condition. No fixed medications. Concurrent conditions included pollen allergy, nickel sensitivity and non-smoker. In 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), pain ("troubled by pain in the body"), menstruation irregular ("irregular bleeding (menstrual)"), abdominal distension ("bloating"), polyarthritis ("inflammation in several joints, shoulder radiating down hips, pelvis and thighs, sore knees") with arthralgia, ovarian cyst ("ovarian cysts"), fatigue ("generally exhausted"), alopecia ("hair loss"), fibromyalgia ("fibromyalgia"), musculoskeletal stiffness ("stiffness"), paraesthesia ("pins-and-needles in arms"), hypoaesthesia ("numbness in arms"), memory impairment ("forgetfulness"), cognitive disorder ("cognitive deficits"), disturbance in attention ("difficulty concentrating"), insomnia ("difficulty sleeping") and confusional state ("became so confused") and was found to have weight increased ("inexplicable weight gain"). The patient was treated with levonorgestrel (mirena) and surgery (scheduled). At the time of the report, the dysmenorrhoea, pain, abdominal distension, polyarthritis, weight increased, fibromyalgia, musculoskeletal stiffness, paraesthesia, hypoaesthesia, cognitive disorder and confusional state outcome was unknown and the menstruation irregular, fatigue, memory impairment and disturbance in attention had not resolved. The reporter considered abdominal distension, alopecia, cognitive disorder, confusional state, disturbance in attention, dysmenorrhoea, fatigue, fibromyalgia, hypoaesthesia, insomnia, memory impairment, menstruation irregular, musculoskeletal stiffness, ovarian cyst, pain, paraesthesia, polyarthritis and weight increased to be related to essure. The reporter commented: essure removal was scheduled later in 2020. Case was also reported in laypress. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Blood pressure measurement - in 2020: 138/88. Gynaecological examination - in 2020: vagina vault prolapse unremarkable. Uterus palpated and is anteflexed, freely movable, non-tender, free adnexa. Ultrasound scan - in 2020: normal size, anteflexed uterus with mirena in place and essure device in the correct position. Normal ovaries. No free fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2020: this record was detected to be a duplicate of record # (B)(4) (medwatch 3500a MFR number 2951250-2020-14821), laypress article, which will be deleted from bayer safety database after all information was transferred to this duplicate record # (B)(4)(retained case). New: consumer reporter data and initials added. New events: arthralgia, confusional state. Outcome added to previously reported events menstruation irregular, fatigue, memory impairment and disturbance in attention (not resolved). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (noma, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4, asthma, fibromyalgia and arthrosis. Current condition: good general condition. No fixed medications. Concurrent conditions included pollen allergy, nickel sensitivity and non-smoker. In 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), pain ("troubled by pain in the body"), arthritis ("inflammation in several joints, including the pelvis and shoulders"), fatigue ("generally exhausted"), fibromyalgia ("fibromyalgia") and menstruation irregular ("irregular bleeding (menstrual)") and was found to have weight increased ("inexplicable weight gain"). The patient was treated with levonorgestrel (mirena) and surgery (scheduled). Essure treatment was not changed. At the time of the report, the dysmenorrhoea, pain, arthritis, fatigue, weight increased, fibromyalgia and menstruation irregular outcome was unknown. The reporter considered arthritis, dysmenorrhoea, fatigue, fibromyalgia, menstruation irregular, pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Blood pressure measurement - in 2020: 138/88. Gynaecological examination - in 2020: vagina vault prolapse unremarkable. Uterus palpated and is anteflexed, freely movable, non-tender, free adnexa.. Ultrasound scan - in 2020: normal size, anteflexed uterus with mirena in place and essure device in the correct position. Normal ovaries. No free fluid. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (noma, reference number: (B)(4) ) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4, asthma, fibromyalgia and arthrosis. Current condition: good general condition. No fixed medications. Concurrent conditions included pollen allergy, nickel sensitivity and non-smoker. In 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), pain ("troubled by pain in the body"), polyarthritis ("inflammation in several joints, including the pelvis and shoulders"), fatigue ("generally exhausted"), fibromyalgia ("fibromyalgia") and menstruation irregular ("irregular bleeding (menstrual)") and was found to have weight increased ("inexplicable weight gain"). The patient was treated with levonorgestrel (mirena) and surgery (scheduled). Essure treatment was not changed. At the time of the report, the dysmenorrhoea, pain, polyarthritis, fatigue, weight increased, fibromyalgia and menstruation irregular outcome was unknown. The reporter considered dysmenorrhoea, fatigue, fibromyalgia, menstruation irregular, pain, polyarthritis and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Blood pressure measurement - in 2020: 138/88. Gynaecological examination - in 2020: vagina vault prolapse unremarkable. Uterus palpated and is anteflexed, freely movable, non-tender, free adnexa.. Ultrasound scan - in 2020: normal size, anteflexed uterus with mirena in place and essure device in the correct position. Normal ovaries. No free fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (noma, reference number: (B)(4)) on 24-sep-2020. The most recent information was received on 22-sep-2020. This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in a 47-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4, asthma, fibromyalgia and arthrosis. Current condition: good general condition. No fixed medications. Concurrent conditions included pollen allergy, nickel sensitivity and non-smoker. In 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), pain ("troubled by pain in the body"), polyarthritis ("inflammation in several joints, shoulder radiating down hips, pelvis and thighs, sore knees"), fatigue ("generally exhausted"), fibromyalgia ("fibromyalgia"), menstruation irregular ("irregular bleeding (menstrual)"), musculoskeletal stiffness ("stiffness"), paraesthesia ("pins-and-needles in arms"), hypoaesthesia ("numbness in arms"), memory impairment ("forgetfulness"), cognitive disorder ("cognitive deficits"), disturbance in attention ("difficulty concentrating"), insomnia ("difficulty sleeping"), alopecia ("hair loss"), ovarian cyst ("ovarian cysts") and abdominal distension ("bloating") and was found to have weight increased ("inexplicable weight gain"). The patient was treated with levonorgestrel (mirena) and surgery (scheduled). Essure treatment was not changed. At the time of the report, the dysmenorrhoea, pain, polyarthritis, fatigue, weight increased, fibromyalgia, menstruation irregular, musculoskeletal stiffness, paraesthesia, hypoaesthesia, memory impairment, cognitive disorder, disturbance in attention and abdominal distension outcome was unknown. The reporter considered abdominal distension, alopecia, cognitive disorder, disturbance in attention, dysmenorrhoea, fatigue, fibromyalgia, hypoaesthesia, insomnia, memory impairment, menstruation irregular, musculoskeletal stiffness, ovarian cyst, pain, paraesthesia, polyarthritis and weight increased to be related to essure. The reporter commented: essure removal was scheduled. Case was also reported in laypress. Woman still had her essure implanted diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32 kg/sqm. Blood pressure measurement - in 2020: 138/88. Gynaecological examination - in 2020: vagina vault prolapse unremarkable. Uterus palpated and is anteflexed, freely movable, non-tender, free adnexa.. Ultrasound scan - in 2020: normal size, anteflexed uterus with mirena in place and essure device in the correct position. Normal ovaries. No free fluid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: laypress article mentioned this case. New information: this woman was 47 years old, she still had her essure implanted. She experienced (only new events added:) stiffness, par- and hypoaesthesia, memory impairment, cognitive disorder, disturbance in attention, insomnia, alopecia, ovarian cyst, abdominal distension. On 3-oct-2020: possibly case was also mentioned in other laypress article. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.